Manufacturer narrative:
H10. Additional information- h6. H3. Investigation results. The cause of the patient¿s infection and subsequent revision cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition as associated with the interaction between the implanted device and the patient due to patient illness, unique anatomy, or other condition that impacts the performance of the device. The patient had previous surgeries on this hip. It is a well-known fact that infection is noted to be a general surgical risk. These devices are used for treatment not diagnosis. There is no additional information available.

Manufacturer narrative:
Pending investigation.

Event description:
As reported via legal documentation the patient had a right hip revision on (B)(6) 2020. Approximately 1 year and 8 months after the first revision the patient had a second right hip revision on (B)(6) 2022. Revision op report on (B)(6) 2022. Diagnosis: failed infected right hip. Findings: it appeared chronically infected deep. No pus but significant serosangouinous fluid. Implants removed easily. Very stable reconstruction. Patient sent to pacu in stable condition. There is no other patient demographic or medical history available. There is no device return. There are no photos or other images of the device provided. No additional information is available.